Event description:
Subsequent to filing the initial medwatch report additional information was received stating: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after percutaneous coronary intervention procedure. Manual arterial compression was applied to achieve hemostasis. Physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the rail suture broke during pushing the knot. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated date, exact date of occurrence was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.